Manufacturer narrative:
During the quality investigation, the customer's complaint was not verified; the device did not overheat during testing. However, further investigation revealed corrosion damage to the motor, rotor, press plug and other component parts. The corroded motor was identified as the probable cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was sent in for repair due to overheating. No adverse event was associated with the device; no further info was available regarding the event.